Manufacturer narrative:
Batch review performed on 09 july 2021: lot 2010338: (B)(4) items manufactured and released on 03-dec-2020. Expiration date: 2025-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to the cup not growing in. The cause of the cup not growing in is unknown. 3 months after primary the surgeon revised the cup and liner and the surgery was completed successfully.